Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device fell apart/unattached. Therefore, the reported condition that the device was not working was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from switzerland that during service and evaluation, it was determined that the attachment device was difficult to assemble/disassemble, the mechanics of the device seized, and the color band was chipping/fading. It was noted that the pins of the cone sleeve wandered out, the color ring flaked, and the mechanics were blocked (dirty). It was further determined that the device failed pretest for check the free movement, check pins length of cone sleeve, check the machine coupling, and marking and labeling. It was noted that the device did not work during pre-surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.